Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings. The customer's current blood glucose reading was 400+ mg/dl. The customer treated with regular syringe. The customer reported the infusion set cannula to be bent. The mother declined to troubleshoot for high readings. Customer will not return the pump for analysis.